Event description:
During coil embolization, two 2 coils were placed in a 2.5 x 2.2mm basilar tip aneurysm, and 5 seconds after releasing the second coil via the syringe, a 2mm loop projected out of the aneurysm into the parent vessel. Coils deployed were a 2.5 x 3.5 xtrasoft coil and a 2 x 2 xtrasoft coil. The suspected coil was the second one deployed (galaxy coil-640cx0202 (lot 13500575)). Physician conducted two runs 10 minutes after the loop developed and saw no thrombosis. No further action taken since patient was medicated pre-op and peri-op with aspirin and plavix. Physician intends to monitor status of coil at 6 month follow up. No issues were noted during detachment that would have contributed to the outcome. No further information available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500578 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization, two 2 coils were placed in a 2.5 x 2.2mm basilar tip aneurysm, and 5 seconds after releasing the second coil 640cx0202 (lot 13500575) via the syringe, a 2mm loop projected out of the aneurysm into the parent vessel. Two (angiographic) runs were conducted 10 minutes after the loop developed and no thrombosis was seen. No further action was taken since patient was medicated pre-op and peri-op with aspirin and plavix. The physician intends to monitor the status of the coil at 6 month follow up. No issues were noted during detachment that would have contributed to the outcome. The first coil implanted was a 640cx2535 (lot 13500576). It was reported that no further information is available. A review of the manufacturing documentation associated with lot 13500578 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil remains implanted. Based on the available information no conclusion can be made; however, aneurysm/vessel characteristics may have contributed to the reported event. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.